Manufacturer narrative:
(B)(4). Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the circumflex (cx) artery. Predilatation was performed with an unspecified catheter. A 3.0x28mm implant delivery system was advanced through an unspecified guiding catheter with resistance so the device was withdrawn. Reportedly, the balloon of the device seemed to be inflated a little before advancing it into the lesion. The procedure was completed using another device. The final patient outcome was good. There was no adverse patient effect or clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported device being partially inflated and implant break/separation were confirmed. The reported resistance with the guiding catheter was not tested due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported device being partially inflated; however, the resistance with the guiding catheter appears to be related to operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the balloon seemed to be inflated a little before advancing it into the lesion. It should be noted that the instructions for use states: do not use if any defects are noted. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
Subsequent to the previously filed medwatch, the device was returned with the implant; however, one fractured strut and one separated strut were noted. Follow-up with the site noted that the damage occurred after the procedure outside of the patient anatomy; however, no one at the site could remember how the implant became damaged.